Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, de novo target lesion was located in the moderately tortuous and heavily calcified left anterior descending artery and diagonal bifurcation lesion. Following pre-dilation with 6 different balloons, a 2.50 x 28mm synergy drug-eluting stent was advanced to treat a spiral dissection. The device was pushed very hard causing the hypotube to break in half. Another 2.50x28mm synergy stent was used but also broke in half. The procedure was completed with another stent. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 90% stenosed, de novo target lesion was located in the moderately tortuous and heavily calcified left anterior descending artery and diagonal bifurcation lesion. Following pre-dilation with 6 different balloons, a 2.50 x 28mm synergy drug-eluting stent was advanced to treat a spiral dissection. The device was pushed very hard causing the hypotube to break in half. Another 2.50x28mm synergy stent was used but also broke in half. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 91.3 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft or inner or outer polymer extrusion. No other issues were identified during the product analysis.